Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(4), batch/lot number: 21493121 model/catalog description: linear st lead kit 50 cm. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead had migrated after it was confirmed thru xray. It was also mentioned that the patient had stimulation changes. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.